Event description:
Information was received from a patient, their family, and a healthcare professional regarding the patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when charging the stimulator, sudden numbness developed below the knee. The numbness from below the leg worsened, so an ambulance was called. For the treatment of the foot numbness, it was advised to consult with a medical institution as soon as possible. When the manufacturer attempted to ask for further details, it was stated that another urgent call came in, and that contact would be made again. After this the call was ended. The emergency medical personnel was spoken to, and it appeared that the patient was able to converse and only numbness was present. After setting the stimulator to 100% charge, the numbness suddenly became severe. The patient was headed to a hospital that was different from the hospital where the stimulator was managed. They asked whether the stimulator should be turned off. It was heard that the s timulation was not usually changed alone. Since it was related to treated, the patient's family was asked to consult with the hospital the routinely manages the stimulator, and it was explained that once the course of action was decided, the manufacturer's call center could provide guidance on the operation. The stimulator charge had been 100% fora long time, but the instrument only reaches about 40%. It was unknown if there were any environment, external, or patient factors that may have caused the event. The issue was not resolved at the time of the call. Additional information was received from a manufacturer representative (rep). It was reported that the patient was admitted for an in-patient stay at the hospital. The patient's family received a call from the hospital where the patient had been transported to, for the family to confirm the spinal cord stimulation (scs) settings. At that time, the value was reported by the emergency personnel to be 5.4 milliamperes (ma) which was higher than the originally programmed value of 4.2 ma. The reason for the change in output was unknown. Even if assuming that the patient operated the controller, it was noted that it was unlikely that the setting would have changed from 4.2 ma to 5.4 ma without intentional adjustment. The cause of the numbness was believed to be the increase in scs intensity. The patient's family turned the scs off. After the patient was transported to another hospital, on-site support was provided on (B)(6) 2026. Impedance was confirmed to be normal. Adaptive stimulation was enabled, and the 5.4 ma output had not been overwritten in any posture setting. All programs and adaptive stimulation settings were deleted, and the original settings were recreated. At the request of the patient's family, limits were also set on the patient controlled output adjustments so that the stimulation wou ld not exceed the adaptive stimulation upright setting of 4.2 ma. Since there were two cathodes, the limit was set to 2.1 ma. Regarding the instrument only reaching 40%, the patient controller and battery pack would be replaced. It was also noted that the implant date of the lead was (B)(6) 2018.

Manufacturer narrative:
G2. Foreign: jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.